Manufacturer narrative:
The complaint instrument was not returned for analysis. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.

Event description:
The patient developed a vessel perforation and a pk papyrus covered coronary stent system was chosen for the treatment. It was not possible to deliver the stent to the mid lad and was thus removed. During withdrawal the stent dislodged inside the prox. Lad and it was decided to insert different balloon catheters (size 2.0 and 3.0) to implant the dislodged stent in place.